Manufacturer narrative:
Complaint: (B)(4). Received 1 box and 42pcs 450235/g180733p for evaluation. No actual samples, nor customer pictures, nor clarification was received from the customer. We have no further complaints on the material/batch. We forwarded the complaint and samples to our affiliated headquarters in (B)(4) from which we receive this product. According to their investigation and comments, a review of production and testing documentation of the reported material/batch shows no indications of deviations regarding the reported issue. No abnormalities were observed during in process control. The customer returned samples were visually checked, and no irregularities could be detected. Additionally, the samples were functionally checked, and no deviations regarding the screw out force could be observed. The complaint is not justified.

Event description:
Customer states they have had multiple devices where the needle broke off at the needle hub. This has happened before the needle is removed from the package. Customer does not know if this has occurred when the package is being opened, or if the needle is broken prior to opening.